Event description:
It was reported that the dermacarrier became stuck in the mesher and the pins could not be opened, in the zimmer skin graft mesher. It was opened via removing the hinge bolts and forcing the cutter out. It was noted that the gears need to be replaced. The facility reporting the event is a cadaver tissue bank. As such, there was no report of patient injury.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/31/2010 and was last repaired on 08/06/2013 for a non-related issue. Evaluation of the device observed the comb had numerous bent tines on the left side and the roller had minor gnarling of the right end of the roller gear teeth were excessively galled with a tooth missing and the gear slightly deformed. It was also noted that both cutter gears were galled. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Both cutters passed cutter evaluation. Repair of the device included replacement of the gears and bushing to both cutters, roller and roller gear, comb, carrier guide, both side plates and hinge tops, ratchet spring, ratchet gear and sliding pin. Improper handling most likely caused the damage to the roller and cutter gears and the comb, which most likely caused the customer's event. The device was serviced and returned to the customer.